Manufacturer narrative:
Complaint of 31 was not confirmed.

Event description:
The pump delivered over the amount prescribed (bolus delivery). The reporter further stated the pt pulled the pump over. There was no illness, injury or medical itnervention resulting from the event. No further details were provided.